Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation. To address this, the patient underwent a revision procedure in which the lead was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.